Manufacturer narrative:
The customer contacted a siemens customer care center to report a discordant, falsely elevated patient result for carbon dioxide concentrated (co2_c). The customer visually inspected the instrument, and no hardware problem was found. The customer replaced a valve as preventive measure. Siemens further investigated the issue and determined that the issue was isolated to a single sample and quality controls (qc) were in range. Other patient samples and qc recovered acceptably, indicating that the instrument and reagents were all performing acceptably. The cause of the discordant, falsely elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same advia chemistry xpt instrument. The repeat result was lower than the discordant result. The repeat result was reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.